Event description:
It was further reported that in (B)(6) 2012, the site reported a chest pain event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient had an event of unstable angina in (B)(6) 2013, the patient also underwent CABG to 1st om branch.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient underwent aortic valve replacement and coronary artery bypass graft (CABG). In (B)(6) 2009, clinical status assessment identified the patient¿s qualifying condition as stable angina (ccs classification 1) and the patient was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex (prox lcx) with 70% stenosis and was 8mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x12mm promus element stent, with 0 % residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the site reported an unknown event. In (B)(6) 2013, the patient was hospitalized and underwent aortic valve replacement and coronary artery bypass graft (CABG) at left internal mammary artery (lima) to left anterior descending artery (lad) and saphenous vein graft (svg) to lcx. The event was resolved with residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).